Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Allergan is unable to confirm with the healthcare professional, therefore additional event, product, or patient details are not attainable. The events of "manageable discomfort," excessive swelling, numbness, a lopsided smile, "degree of swelling and the downtime required," "too much swelling or bruising," and numbness are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event(s) as follows: "adverse reactions: the most common adverse reactions (>20% of subjects) include injection site edema/swelling, hematoma, pain, numbness, erythema and induration. Adverse reactions; clinical trials experience. Because clinical trials are conducted under widely varying conditions, the adverse reaction rates observed in the clinical trials of a drug cannot be directly compared to rates in the clinical trials of another drug and may not reflect the rates observed in practice. In (B)(6) clinical trials 513 subjects were treated with kybella and 506 subjects were treated with placebo. The population was 19-65 years old, 85% were women, 87% caucasian, 8% african american. At baseline the population had a mean bmi of (B)(6), moderate to severe submental convexity (graded as 2 or 3 on a 0 to 4 scale) and without excessive skin laxity. Subjects received up to 6 treatments at least 1 month apart and were followed for up to 6 months after the last received treatment. The most commonly reported adverse reactions are listed below (table 1). Per table 1: the most commonly reported adverse reactions at injection sites and other locations in treated subjects (n = 513) with kybella® include edema/swelling, hematoma/bruising, pain, numbness, erythema, induration, paresthesia, nodule, pruritus, skin tightness, site warmth, nerve injury, headache, oropharyngeal pain, hypertension, nausea, and dysphagia."

Event description:
Representative conducting market research reported a patient having their first treatment with kybella® noted having "manageable discomfort" during injection. Patient had excessive swelling, numbness, and a lopsided smile in successive weeks. Patient noted that the swelling, numbness, and lopsided smile was "likely due to a nerve being touched." Patient thought the initial treatment result was "sub-optimal." Patient was not prepared for the "degree of swelling and the downtime required." Patient claimed to be not "presentable in professional settings for many weeks." Patient had experienced too much swelling or bruising after the treatment. Patient also noted it ¿took months for the numbness to disappear.¿ it is not known if the kybella® skin grid was used.